Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator started pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The ventilator was taken to the bio-med department.